Manufacturer narrative:
The reported complaint of a user advisory "(ua) 29" (loss of brake connectivity) error message on the autopulse platform (serial # (B)(4) was confirmed during the functional test and data archive review. The investigation findings revealed a loss of connectivity on the brake driving circuit. The root cause of the reported error issue was due to a damaged power distribution board (pdb). There was no physical damage on the returned autopulse platform was observed during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The faulty encoder shaft was not related to the reported complaint. Deburring on the sticky clutch plate was performed to remedy the encoder drive shaft issue. During archive data review, multiple ua29 advisory were observed on reported event date, thus confirming the reported complaint. Initial functional testing on the returned autopulse platform failed due to ua29 (loss of brake connectivity). To remedy the issue, the damaged pdb identified was replaced with a known good component. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During routine maintenance check, customer reported that the auto pulse platform (serial (B)(4)) displayed a user advisory - "(ua)29" (loss of brake connectivity) error message upon powering on. Customer could not clear the error message. No patient involvement.